Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign bodies (white material) on air/water cylinder (tube) and suction cylinder (tube). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Based on the results of the investigation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.